Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to extrusion of the electrode into the ear canal which caused an infection. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 05, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 07, 2024.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotic. The patient was hospitalized on (B)(6) 2022 for two nights due to reimplantation surgery. This report is submitted on january 30, 2024.